Event description:
It was reported that the patient was admitted to the hospital with complaints of nausea and lightheadedness. Upon interrogation of the device, an alert for elective replacement indicator was prompted during the attempt to clear the alert, the telemetry indicator lights flashed and exhibited no output. The patient began to seize and was intubated but deceased before the pulse generator could be replaced. The patients following doctor reported that the patient had been lost to follow up since (B)(6) 2013. The physicians office had been attempting to contact the patient for follow up without success. The cause of death was unknown. The following physician believed the device battery had exceeded end of service due to normal battery depletion.